Manufacturer narrative:
Log file analysis on 11/29/2014: four vad disconnect alarms have been logged since november 26, 2014. Seven electrical fault alarms have been logged since november 28, 2014. ECG, port for catecholamines, echo lv and la before procedure administered before cleaning procedure. Pump stops for cleaning procedure. Pump was not running for 3 minutes all together during cleaning procedure. Cleaning procedure completed on 11/30/2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device still implanted.

Event description:
It was reported that e-fault alarms occurred.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.